Event description:
The device was used for esophageal ablation in 2003. Pt reported symptoms of dysphagia beginning 6 days later. Endoscoped by local physician 2 weeks later. Stricturing observed and dilated to 12mm. Currently pt describes relief.